Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implantation procedure, the haptic got caught in the injector and had to be removed. The iol was subsequently explanted and exchanged for an unspecified replacement lens during the initial implantation procedure, and the procedure was completed on the same day without any harm to the patient. In the surgeon¿s opinion, the product contributed to or caused the event. Additional information was requested, but no further information was available.